Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in-clinic after receiving a patient notification. Device interrogation revealed low, out of range pacing lead impedance measurements. Previous measurements were low, but stable and in-range. The patient notifier was programmed off and the patient will continue to be monitored via (B)(4).